Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range pace impedance measurements. Additionally, oversensed noisy signals were observed on the stored electrogram from a right ventricular automatic threshold test. The local field representative was notified and contacted the clinic and learned that the patient is following up with electrophysiology. No pause in pacing was observed, and no adverse patient effects were reported. This pacemaker remains in service.